Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.0/3.0/125 (sphere/cylinder/axis), was implanted into the patient's eye. On (B)(6) 2024, the lens was explanted.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).